Event description:
Patient received a pneumothorax during a superdimension procedure. The physician was able to complete the case. The patient received a chest tube and the pneumothorax was reported to be resolved. No additional information is available at this time. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Superdimension has requested a component of the superdimension system; case recordings, be returned for evaluation but has not received anything to date. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained a follow-up report will be submitted.